Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was not determined and was unknown. No additional information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence it was reported that they saw their healthcare provider a couple of weeks ago and the healthcare provider told the patient to try different programs. Patient said they are still having frequency and urgency to a degree but not as bad. During the call the patient was able to connect to their implant and saw that therapy was off. Patient did not remember turning therapy off. Agent reviewed how to turn therapy back on. Patient changed programs and adjusted stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.